Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call indicating that the insulin pump keeps shutting off and it won't take new batteries and keeps resetting. Customer's blood glucose at time of incident was unknown mg/dl. The customer reverted to his backup plan. Customer was advised to call back when he has his pump with him in order to troubleshoot.